Manufacturer narrative:
The insulin pump was received motor error alarm during basic occlusion test due to loose/flush drive support disk. Analysis was unable to perform the unexpected restart error test, unable to verify compromised force sensor system alarm alarms or perform prime test due to motor error alarm. The insulin pump was received with normal operating current. The insulin pump passed self test. The insulin pump passed off no power test. The insulin pump was received with minor scratched lcd window, cracked case at the reservoir tube window corners, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 81 mg/dl at the time of incident. The insulin pump was returned for analysis.